Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. D4: the device expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. The complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: outer tube damaged, needle outer tube dent(s), outer tube damaged, distal tip distal tip damaged, illumination distal tip fiber damaged deep fiber damaged, particulate, optics particulate under distal lens particulate in system, optical system, optical components distal cover glass/negative damaged scratches/residue/cracked, cosmetic issue scratches/dents. Broken (2+ pieces): device fractured, visual: deformed/bent, visual: scratched/nicked, labeling: illegible etch per service report, this complaint was confirmed. The optical, tube, housing, label were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Based on the investigation findings, the potential root cause is traced to faulty parts. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
Report 5 of 5 for (B)(4). It was reported that during an unknown surgery it was observed that 5x 4k c-mnt scp,4.0,30,167, mitek devices had marks on the lens. During in-house engineering evaluation, it was determined that the device was broken (2+ pieces): device fractured. There were no adverse patient consequences nor surgical delay reported. Another like device was used to complete the procedure. No additional information was provided.